Manufacturer narrative:
One 15 cm, nitinol reusable rf thermocouple electrode was received for evaluation. The nitinol tubing had been fractured and detached at the hub. Functional testing was not possible due to the aforementioned damage. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the reported temperature issue remains unknown.

Event description:
During the procedure, the probe would not heat up to the appropriate temperature and the procedure was then cancelled. There were no adverse consequences to the patient.